Manufacturer narrative:
It was previously reported "the manufacturer recieved an allegation that a device failed the preliminary system test for active exhalation verification. " the trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device failed testing due to inaccurate readings caused by the failure of the aecm and the 3-way valve. In conclusion, the device¿s aecm and 3-way valve were replaced to address the issue. The root cause is not confirmed at this time.

Event description:
The manufacturer recieved an allegation that a device failed the preliminary system test for active exhalation verification. This test failure indicates a potential malfunction in the exhalation function, which could compromise proper ventilation. The failure could impact therapy if it were to occur during patient use. The device was identified during testing before patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.